Manufacturer narrative:
(B)(4). Further information from the reporter regarding event resolution has been requested. No additional information is available at this time. The events of swelling, induration, distinct intolerance of product, nodules, discoloration, and icterus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: contraindications: - "patients with known hypersensitivity to hyaluronic acid and/or to gram positive bacterial proteins as hyaluronic acid is produced by streptococcus type bacteria; - patients with known hypersensitivity to lidocaine or to amide-type local anaesthetics." Precautions for use: "there is no available clinical data concerning the tolerance of juvéderm® voluma¿ with lidocaine injection in patients presenting a history of severe and/or multiple allergies." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account." Method of use-posology "do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema."

Event description:
Healthcare professional reported the patient was injected by another physician to ck1, ck2, and ck4 with juvéderm® voluma¿ with lidocaine and to the corner of the mouth with juvéderm® volift¿ with lidocaine. Approximately 2 months later patient developed "nodules at the corner of the mouth right side¿ and swelling, induration, and discoloration in the treated area. Patient first went to the "family doctor, then to the dermatologist, and as suspected diagnosis of an infection for some days in a small, not university hospital. However no signs of infection could be noted.¿ patient was reviewed by the treating physician who noted there is "a distinct intolerance" to the products injected and patient has ¿swelling and induration in more or less all treated areas.¿ patient was treated twice with hyaluronidase and received steroids and low dose doxycycline. Patient "still has nodules in the corner of the mouth, where juvéderm® volift¿ with lidocaine was injected" and has "an icterus" with "unknown root cause." Physician is discussing "an induction by the highly dosed antibiotics."